Event description:
It was reported by the rep the device was used during a c-section. It was reported the incisions needed to be re-stapled because the staples would fall out before dressing was placed. There was no consequence to the pt.